Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a loss of communication between the transmitter and the pump, change sensor alert, calibration not accepted alert, sensor glucose vs blood glucose reading mismatch, short battery lifetime and replace battery now alarm. The customer reported blood glucose value of 300 mg/dl and sensor glucose was 129 mg/dl. The customer experienced hyperglycemia and was treated with insulin pump. The event involved products mmt-7841zn, mmt-7040b, mmt-342, mmt-431ag, mmt-1884. Troubleshooting was performed and the replace battery now alarm issue was resolved by new battery change. Troubleshooting was performed for loss of communication and the issue was not resolved. Troubleshooting was performed for sensor glucose vs blood glucose and values which was not within range. Troubleshooting was partially performed for hyperglycemia and later customer did not feel ok to troubleshoot. No further patient complications were reported. It was unknown whether the customer will continue the use of the device or not. No product return is required for mmt-7841zn. No product return is required for mmt-7040b. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-1884.